Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. (B)(4) no anomalies found; the proximal segment was returned and analyzed. The distal conductor was distorted and blood and body fluid was observed (not obstructed). The outer insulation had cosmetic environmental stress cracking, cosmetic depression and was breached/cut. There was apparent explant damage.

Event description:
It was reported that the patient's device was upgraded from a single to a dual chamber pacemaker due to pacemaker syndrome. The device was explanted and replaced. Upon opening the pocket to remove the device, the right ventricular was was cut. The lead was explanted and replaced. No patient complications have been reported as a result of this event.